Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Two input ps introducer sheaths were used during a cardiac ablation. Patient suffered anaphylaxis. There is a possibility that the patient was allergic to ethylene oxide used to sterilise the devices.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.